Manufacturer narrative:
The down arrow button did not respond due to corroded keypad traces. No scrolling numbers on the display noted. Unable to verify the low battery or battery out limit alarms due to the unresponsive button. No frozen screen was noted. However, the pump had minor scratches on the display window, cracked battery tube threads, cracked a reservoir tube lip, and a missing end cap sticker.

Event description:
Customer reported that the insulin pump's display was frozen and the keypad was unresponsive. Customer reported that numbers were ramping on the display. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 134 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.